Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic jejunoileal bypass surgery, the surgeon removed the device from the trocar with jaws closed, tried to remove the cartridge and pushed the blue button and the silver button at the same time, however could not open the jaws. The sales rep re-inserted the battery . Then the device could work . The jaws were opened and the reload was unloaded from the adapter. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. No reinforcement material used in conjunction with the stapling device. The product is available and will be returned for evaluation.